Event description:
The customer reported an uncontained blue leak of about 2 cc from a coulter lh 500 hematology analyzer. There were ambient temperature error messages reported by the customer at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, glasses and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 06/23/2015 and found a pinhole in tubing through pinch valve pv37 that caused the leak. The fse replaced the tubing and the instrument ran without leaks. The leak damaged the peltier module and its connections causing the ambient temperature errors. The fse replaced the peltier module, capacitor and its connectors as a result of leak damage. The fse reset the whole system and the instrument ran normally. The repairs were verified per established service procedures. (B)(6).